Event description:
According to the reporter, during total laparoscopic hysterectomy, the right ovarian arteriovenous was divided in several times and sealed with the jaws in cleaned state. The same part was sealed three times in succession, and at the fourth sealing, a reactivation error sound rung. Upon checking the condition of the jaws, it was found that the electrode part on the inside of the upper jaws had detached from the tip to the proximal site, and the proximal site of the upper jaw was stuck to the lower jaws through the eschar. No part fell into the body. As the device cannot be used, a new lf1937 was taken out and the surgery continued. The start-up sound rung, but the end sound did not sound. The device was connected to a generator when the event happened. There was no patient injury.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device's top seal plate was partially detached from the jaw. There were no missing pieces. It was reported that there was an alarm activation and a disengaged component. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.